Event description:
On an unknown date, a 20mm amplatzer septal occluder was implanted. Eighteen months post-implant, the patient presented with tamponade and the device was surgically removed. Findings at the time of surgery were not made available. Post-operatively, the patient is reported to be recovering well. Additional information has been requested, however the user has not provided additional details & reportedly sent information to FDA. A search of maude was performed without results.

Manufacturer narrative:
An event of tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.